Manufacturer narrative:
The reported event that ¿the drill head broke off¿ could be confirmed. The visual investigation revealed that the drill helix of the returned drill is broken off and shows a typical secondary crack due to too high torsional and/ or bending forces. The broken off fragment was not returned. The fracture surface shows the appearance of a ductile forced rupture due to high bending forces. Additionally the cutting edge shows heavy, plastic deformations due to contact and collision with a hard material (no bone). Based on investigation the root cause of the drill helix breakage was attributed to a user related issue due to applying too high forces. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that during a zmc surgery, the drill head broke off in patients skull. The bit was not able to be removed and remains implanted. Additionally, a plate was taken out and positions were changed to add new screws. A screw head broke off during the surgery as well. The screw thread was left in the skull. There were no delays and there is no further information available.

Event description:
It was reported that during a zmc surgery, the drill head broke off in patients skull. The bit was not able to be removed and remains implanted. Additionally, a plate was taken out and positions were changed to add new screws. A screw head broke off during the surgery as well. The screw thread was left in the skull. There were no delays and there is no further information available.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.